Event description:
End user alleges while operating the motorized wheelchair in the yard, the unit became stuck. End user got out of the unit, lost his balance, and grabbed the armrest, pulling it out of its assembly as he fell. Allegedly, as a result of the incident, the client was hospitalized.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. End user reported operating the motorized wheelchair on his lawn. The end user grabbed the armrest and pulled it out of its assembly as he fell. The armrest assembly was returned for review. The armrest was in worn condition with various scrapes and a tear along the padding. The height adjustment knob was missing and a non-approved bolt was substituted for the height adjustment locking knob. End user reported applying weight on armrest to move the motorized wheelchair. The owner's manual warns, "avoid uneven or unstable surfaces such as potholes, broken pavement, grass, gravel, sand, wet leaves or cut grass", "never modify your wheelchair, and do not use accessories other than those developed for use specifically with your hoveround technique power wheelchair", "do not put weight on footplate, armrest or controller while getting into or out of the power wheelchair".